Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 403:317:871:0000 was confirmed during product evaluation. The root cause of the reported problem was determined to be a faulty uim pcb (user interface module printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb. The date of the initial MDR should have been (B)(6) 2011.

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced failure code 403:317:871:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.